Manufacturer narrative:
Follow-up #1: date of submission 20-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: during investigation, the audio bolus button (abb) cover was found to be torn in the center and the white slug was observed to be missing. Unrelated to the original complaint, the battery compartment was found to be cracked from the threads to the case seal on the left side of the grip pad.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.